Manufacturer narrative:
(B)(4).

Event description:
It was reported that when stimulation was on program 2 at 0.9 v it helped with bladder symptoms but then it causes pain on the left side of the pelvis and they get a feeling of electricity in their left arm and left leg. The patient reported shocking sensation. It was noted that therapy was on. There was no fall/trauma reported related to this issue. The patient also experienced painful stimulation and was advised to consider decreasing amplitude which eliminated the uncomfortable stimulation. It was now on 0.0 v and it felt good no pain. But they want to find a setting that will work to help with symptoms and not have the painful stim. It was noted that patient services walked patient through changing to program 3 at 1.1v and patient do not feel discomfort on this program. The patient would monitor symptoms over the next few days and if pain returns patient services redirected to health care provider (hcp). The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient stated that after he got off the phone with rep everything went well all day and when he sat down to use the bathroom and could not get up. Patient stated he got pain in his back and hips. Patient stated that he lowered it almost all the way and once it got to 0.1 v the pain went away. Patient stated that yesterday, he felt he needed more stimulation so he raised it a little bit and got the same pain again. Patient stated that the day of the surgery they assisted him in programming the interstim and when he got home he did not feel the stimulation anymore. Patient stated that when he got the interstim they did not explain how to use the programmer. Additional information reported on the 2016-02-16 indicated that patient stated that he wanted to turn off the stimulation for a couple of days to see what changes he feels. Patient stated that he still has the stim programmed to program 3 at 0.4v but does not have any stim sensation. Patient stated that he was feeling electricity in his entire body and rep helped him and it got better. Patient asked if he should keep the device or have it removed. It was later reported that the health care provider (hcp) stated that the patient an electrical sensation with the device and wanted to make sure that the device was turned off. It was confirmed with the hcp, using the patient programmer that the device was set to 0.0 and turned off. The hcp stated that the patient no longer felt the sensation. The hcp stated that the patient wanted to keep it off for a while and see what happens. A day later patient called back and stated that he felt the stimulation 15 min after he left the office. Patient stated that he felt he needed more stimulation so he turned it up to 1.6 v. Patient stated that he was still feeling stimulation. Patient stated that currently his stim was set to 0.00 v. It was noted that after syncing the device patient stated that he was on program 3 at 0.00 v and the stim icon was set to on. The patient was advised to set stimulation at off. Patient stated that he wanted to have the stimulator off for a month. The patient was in a rush and stated that this has been happening for a long time.